Event description:
The customer reported that there was a clear leak under the lh 500 hematology analyzer which appeared to be originating from the center of the instrument. The customer stated that 500 cc of fluid had leaked onto the counter top. The customer was wearing personal protective equipment consisting of gloves and lab coat and there was no injury or exposure reported. Patient results were not affected by the leak and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found a disconnected tubing from backwash tank. The fse replaced tubing and verified instrument per established procedures.

Manufacturer narrative:
(B)(4).